Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, the reported difficult to remove appears to be due to the procedural circumstances of the clip being caught in the chordae. Additionally, reported tissue damage appear to be result of procedural condition of difficulty removing cds from the chordae. The reported patient effects of tissue damage is listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. There is no indication of product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report difficulty removing the clip. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was implanted reducing mr to a grade of 3. The second clip delivery system (cds) was advanced to the mitral valve; however, the clip became caught on the chordae, and was difficult to remove. When the clip was freed from the chordae, it was retracted into the left atrium. At this time, a piece of the chordae was noted on the clip. The clip was removed and replaced. An additional cds was advanced; however, after the leaflets were grasped, the mr was not reduced; therefore, the clip was not deployed. One clip was implanted, reducing the mr to 3. There was no reported clinically significant delay in the procedure. No additional information was provided.